Event description:
It was reported that during a roux-en-y procedure at the first firing on the jejunum the staple line did not form properly. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that three long45a devices were returned instead of the ats45 devices originally reported. Device (a) was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The analysis results found that device (b) was received in good visual condition and with a reload loaded in the device. The reload was received fully fired and with the cartridge deck damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedges pushing the driver to continue its run. If enough force is applied to the firing trigger the wedges can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. (B)(4): mfg date 10/28/2011; exp date 9/28/2016. Cartridge. The analysis results found that device (c) was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Jejunum. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st firing. What color cartridge was being used? White. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Asku.